Event description:
Event description guidant received information that this unused/boxed cardiac resynchronization therapy defibrillator (crt-d) was interrogated pre-implant and found to have a low monitoring voltage (3.14v vs. Box label value of 3.25v).